Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of room temperature insulin; however, the customer was unable to provide the discrepancies that had been observed. The customer's blood glucose level ranged from the 100's to 300's (mg/dl), and was addressed with a correction bolus. As the events occurred in the past and supplies had been changed, tandem technical support was unable to perform troubleshooting for the reported event.